Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise reversions. No intervention was performed. The patient was in stable condition and would continue to be monitored.